Event description:
Crews responded to a witnessed cardiac arrest on a metro, train, patient down time before crew arrived is unknown. Disposable defibrillation electrodes were attached to the patient, the device indicated connect electrodes and use of the device was inhibited. The als crew arrived on scene, delay unknow, the patient was transferred to their device. ECG electrodes were attached to the patient and the patient was determined to be in v-fib. 3 shocks were delivered to the patient. The ambulance crew arrived in scene and the patient was transferred to that device. The patient was shocked twice during transport, CPR was continued during transport. The patient was not resuscitated.